Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was noted to have inappropriately switched to backup vvi mode. The patient was brought into clinic for programming changes which were successful in restoring the ICD. The patient was asymptomatic to the event.